Event description:
During procedure, the first band fired successfully and captured the varix. The second band was fired and the varix was not captured. The device was removed and the procedure completed using another device.

Manufacturer narrative:
The complaint is inconclusive as no sample was returned for eval. Therefore, no investigation or corrective action will be initiated, as root cause was not able to be determined. The complaint database will be monitored for further occurrences.